Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was symptomatic cystocele and rectocele. The postoperative diagnosis was symptomatic cystocele, rectocele, and enterocele. The procedure performed was an anterior and posterior colporrhaphy with use of mesh graft

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.